Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and was treated with insulin pump (subcutaneous insulin infusion) and also recieved pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). The event involved product(s) mmt-1885. Troubleshooting was performed and the customer was able to clear the error but was unable to complete the rewind process. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No alerts/alarms/anomalies noted during testing. Pump error 38 found in history files on the event date on (B)(6) 2025 17:27:01.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2 and motor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, scratched case, cracked case, cracked case (battery tube), battery tube threads - cracked and label damage (stained serial number label and faded end cap address label). Pump error 38 was confirmed due to moisture damage. Unable to verify customer's high bgs. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.